Manufacturer narrative:
Report is for one (1) unknown screw. Part#, lot# and UDI # is not available. Device is not expected to be returned for manufacturer review/investigation. (B)(4). This report is for one (1) unknown screw. PMA/510(k) number is not available. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the patient sustained open fracture with soft tissue loss on an unknown date. On an unknown date, patient was treated with expert tibial nail and tissue flap transfer to covet tissue defect. Post-operative, on an unknown date, infection has been discovered. On (B)(6) 2017, patient underwent removal surgery and the nail has been removed, leg debriefed and treated with antibiotic beads with external fixator. Patient outcome was not reported. This report is for one (1) unknown screw. This is report 2 of 2 for (B)(4).